Manufacturer narrative:
Analysis showed that this behavior is caused by a software bug. In some situations it can happen that the laterality information in mammography images is not displayed and these images may not be properly aligned to mammography segments. A customer safety advisory notice will be released for all affected customers. An update to the software for syngo.plaza, va20d_hf04 will also be performed. The customer safety advisory notice is planned to be released in calendar week 10 of 2013. The update to software version va20d_hf04 is planned to be released in the second quarter of 2013.

Event description:
It was reported that in the syngo plaza tomosynthesis images are not displayed properly on the viewer as per mammo viewing functionalities. In some situations it can happen that the laterality information in mammography images is not displayed and these images may not be properly aligned to mammography segments. There are two dicom attributes defined to store the laterality information in the image header, dicom tag "laterality" (0020,0060) and dicom tag "image laterality" (0020,0062). For the display and hanging of mammography images, syngo.plaza uses the dicom tag "image laterality" (0020,0062). If a digital mammography system only provides the dicom tag "laterality" (0020,0060), by default syngo.plaza will not display this information in the image text. In addition, these images may not be properly aligned to mammography segments. This event occurred in (B)(6).